Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump was unable to charge despite correct placement on the cradle with a solid charger light and outlet changes, leading to device shutdown and elevated blood glucose; the issue was characterized as a premature battery discharge involving the battery component. Symptoms included hyperglycemia. Outcomes included a serious illness/impairment and the need for unexpected medical intervention in the form of subcutaneous insulin administered via pen as backup therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem localized to the battery, consistent with a premature discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.